Manufacturer narrative:
It was reported that the device was explanted due to skin infection at implant site. The patient was re-implanted with a new device. This report is submitted on 24 november 2020.

Manufacturer narrative:
This report is submitted on 14 oct 2020.

Event description:
Per the clinic, it was reported that the device was explanted (specific date not reported).